Event description:
It was reported by the patient that both the right atrial (ra) lead and right ventricular (rv) lead had perforated their heart. The patient further reported a pulmonary embolism a result. The patient did not provide event dates and at this time no additional information is available. This device remains in service. No additional adverse patient effects were reported.